Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not suspend insulin as intended. The customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. No additional information was provided. Recommendation was made to consult with a healthcare provider to discuss diabetes management.